Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl.right.reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op)update 17 june 2014 patient demographics received plus additonla reports via pdf.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl. Right. Reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op) update 17 june 2014 patient demographics received plus additional reports via pdf.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation.

Event description:
Asr revision.asr xl.right.reason(s) for revision: femoral neck fracture on resurfacing (within 3 months of post op).